Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm and a continuous glucose monitor (cgm) error 42 occurred. During troubleshooting with tandem technical support, the malfunction alarm and cgm error were cleared, and insulin delivery was resumed successfully. There was no reported impact to blood glucose.